Manufacturer narrative:
A patient experiencing high impedance was reported to abbott. There are no planned interventions at this time. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
It was reported surgical intervention was undertaken wherein the patients leads were explanted and replaced to address the issue.

Event description:
Related manufacturer reference number: 3006705815-2021-04298. It was reported the patients leads displayed high impedance resulting in ineffective stimulation. Surgical intervention may be pending to address the issue.